Event description:
Caller states that the patient tested 4.3 inr on the device while a lab drawn within 4 hours returned with a result of 3.0 inr. Caller states that 2 doses of coumadin were held due to device results, however, no adverse evnet was reported. No strip information was provided. Requested return of suspect device, but caller is unsure which strip lot was used.